Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient has reported high blood glucose event on (B)(6) 2026.the blood glucose levels are 300mg/dl .the event last for 3-4 hours and got treated with manual insulin injection. No further information available.